Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient had required surgery on (B)(6) 2015 to repair an incarcerated ventral hernia and convalesced following the surgery and had temporarily switched modalities to completing hemodialysis treatments in-center while recovering. (B)(6) stated the patient initially attempted to resume peritoneal dialysis treatment in (B)(6) but reported fill and drain issues, later determined to be attributed to the positioning of the patient's catheter. Per pdrn the patient's peritoneal dialysis catheter was re-positioned and also had some residual tissue from her surgery that needed to be flushed out over the course of several weeks, and stated the patient remained on hemodialysis until (B)(6) 2016. (B)(6) stated the patient was trained on completing manual exchanges and stat drains if needed and indicated the patient was eventually able to continue and complete peritoneal dialysis treatments using the cycler. Per pdrn she had last spoken with the patient yesterday ((B)(6) 2016) and confirmed as of (B)(6) 2016, the patient's signs and symptoms of hernia repaired and the fill and drain issues had been resolved, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) treatments with the cycler without further issue. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.